Manufacturer narrative:
Lens remains implanted. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in her right eye (od). The patient reported a hole in her retina. The lens was implanted on (B)(6) 2012 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the reporter indicated the date of the last visit was (B)(6) 2015. The date the complication occurred was (B)(6) 2015. The cause of the condition was myopia and the event was not related to the device. There was no medications or treatments required and the patient prognosis was good. Va post-op was 20/20. (B)(4).